Event description:
It was reported that the left ventricular lead was dislodged and exhibited loss of capture. During the implant procedure to replace the left ventricular lead, the existing right ventricular lead became dislodged and exhibited loss of capture. Both leads were capped and replaced. Patient's condition was fine before, during, and after the procedure.